Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the device started to move on its own, before the button was pushed. Removed the power device from the field and used a manual device to continue the case. Reinforcement material was used during the case.